Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove needle guard and inserted it into their site along with introducer needle on (B)(6) 2024. Her blood glucose level at the time of event was 142 mg/dl. The issue occured with one infusion set. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Patient country: united states.